Event description:
It was reported, "the arthroplasty was revised due to femoral loosening. The femoral stem, femoral head, and liner components were revised. The components were implanted in situ for .057 y." Note: medical records and x-rays were not provided to stryker for review.

Manufacturer narrative:
Neither the device nor additional information is available from the research facility.